Event description:
Patient complained of pain one day after a fusion from the occiput to t3 for treatment of a c1-c2 fracture. Based on a review of the films taken one day post-operatively, the 3.5-5.5 parallel connectors had disengaged from the rods on both sides of the construct. The patient was revised.

Manufacturer narrative:
Based on a review of the intra-operative images, it appears that the 3.5 rod was not fully passed through the parallel connector. The rod is shown to be going into the cranial side of the connector but the end of the rod does not extend out of the caudal end of the connector. It is possible that the set screw may not have been able to fully capture the rod, which could lead to failure. The manufacturer has not received the explants to date however, they are scheduled to be sent for evaluation. Additional intra-operative x-rays (a/p) have been requested and these, as well as the parts, will be examined once received. Until then, no firm conclusions can be drawn though it appears that this may be technique-related. In the meantime, the manufacturing and inspection record of the connectors have been reviewed and there were no manufacturing defects found.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. The abrasions on the set screws indicate that the rod was not properly seated in the connector when the set screws were tightened down, which likely led to them loosening. A review of the manufacturing and inspection records did not reveal any contributing information/trends.